Event description:
It was reported by surgeon, that the deflecting mechanism to flexible ureteroscope stopped working in this case. Fiber broke inside pt, and surgeon had to retrieve 2 pieces from left ureter. No information was provided regarding pt complications.

Manufacturer narrative:
Device was requested to be returned for evaluation. A follow up MDR will be filed when the device is returned and evaluated.